Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. System testing did not indicate any abnormal operation of the controller power connectors. A loose connection could not be confirmed at the bench level. This device is used for treatment and not diagnosis. The device is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware system is designed for in-hospital and out-of-hospital settings, including transportation. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately one year and eleven months post hvad implantation the vad coordinator reported that both battery ports on the patient's controller were loose and batteries could no longer make a proper connection. The controller was exchanged and has been returned to heartware for evaluation. There was no reported patient injury. Investigation is ongoing.